Event description:
Reporter noted patient was hard ot dilate; moving legs frequently, posterior capsule tore; lens dropped shortly after beginning phaco. As phaco tip was brought out of eye, noticed corneal burn. Changed handpiece and continued to use system. No anterior vitrectomy performed. Current pt's condition was not provided, but noted case was not completed as planned.